Manufacturer narrative:
(B)(4). The history log shows the pad-pak was first installed on the 13th october 2009 and performed to specification up to the 21st september 2014. The device failed multiple self-tests due to a low battery between the 28th-29th september 2014. An increase in voltage then suggests a further pad-pak was installed, the device passed a self-test. The device recorded manual power ups of ten minutes duration between the 3rd april 2015 and the last log entry on the 25th april 2016. The pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.